Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an endoscopy support specialist (ess) on behalf of the customer to troubleshoot the device. The ess mentioned that an attempt was made to wipe the pins down with alcohol. Furthermore, the maj-1933 cable was removed, reseated, and the maj-1430 was unplugged; however, the issue persisted. The ess did not have another unit to test and tac recommended a loaner unit to test or remove the maj-1933 and obtain a new one to test. The ess contacted the repair loaner department to request for cv and clv 190 loaners. A follow up was made and the customer will return the device for evaluation and repair however, the device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30, e315, and an e216 error message with new 190 scopes. However, the 180 scopes work as normal. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 and e315 errors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error, e315 error, and intermittent image could not be identified. However, it is likely the cause was related to a faulty scope socket. Per instructions for use: chapter 9 troubleshooting: never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.